Manufacturer narrative:
Somatics became aware of this event through the anonymously submitted mw 5096664 report, which does not provide any contact information for the complainant, the treating physician or facility, nor any circumstances surrounding the reported event. The mw report also does not provide any laboratory results, or other objective information to corroborate the complainant's reporting of the adverse effects suffered in relation to electroconvulsive therapy. The report does not identify which device model was used in the treatments.

Event description:
Complainant filled out FDA report claiming disability/permanent damage including severe memory loss and suspects brain damage.